Event description:
A neuro-protection treatment protocol was initiated, involving the administration of acsos + pic-pbo2 and the use of an icy catheter (lot# unknown) to maintain a temperature below 37.5 degrees celsius. The icy catheter was placed in the femoral vein under ultrasound guidance, and remained in position from (B)(6), 2024, at 2 p.m., to (B)(6), 2024, at 8 a.m., with a 1-hour interruption on (B)(6), 2024, for scanning. The catheter was removed on (B)(6), 2024, as normothermia was achieved. However, a subsequent CT scan on (B)(6), 2024, revealed thrombosis in the inferior vena cava, extending from the left renal vein to the right common iliac vein. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The icy catheter related to this complaint was not returned for evaluation. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. Event of dvt was assessed as serious because based on available information, due to the nature of the event, information about treatment requested. Event assessed as probably related to the zoll catheter due to relevant timing and location of dvt even dvt was diagnosed 3 days after catheter removal. At the same time, the patient's critical condition and immobility possibly contributed to development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the pre sence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is an anticipated event and could potentially occur with the usage of any catheter. The event of dvt relationship to the device is probable and not related to the procedure.

Manufacturer narrative:
The icy catheter related to this complaint was not returned for evaluation. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. Event of dvt was assessed as serious because based on available information, due to the nature of the event, and required treatment. Event assessed as possibly related to the zoll catheter due to relevant timing of dvt even dvt was diagnosed 3 days after catheter removal. Also, catheter was placed in right femoral vein, but thrombus was seen on CT scan in the inferior vena cava, extending from the left renal vein to the right common iliac vein. In addition, the patient's critical condition and immobility probably contributed to development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the pre sence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is an anticipated event and could potentially occur with the usage of any catheter. The event of dvt is possibly related to the device and not related to the procedure.

Event description:
A neuro-protection treatment protocol was initiated for the 20-year-old male patient (80kg) after an accident with cranial trauma. The treatment involved the administration of acsos + pic-pbo2 and the use of an icy catheter (lot# unknown) to maintain a temperature below 37.5 degrees celsius. The icy catheter was placed in the right femoral vein under ultrasound guidance, and remained in position from (B)(6) 2024 at 2 p.m., to (B)(6) 2024 at 8 a.m., with a 1-hour interruption on (B)(6) 2024 for scanning. The adjunct procedures included intubation, central jugular set, and imaging. The catheter was removed on (B)(6) 2024 as normothermia was achieved. However, a subsequent CT scan on (B)(6) 2024 revealed thrombosis in the inferior vena cava, extending from the left renal vein to the right common iliac vein. The patient was not anticoagulated due to the contraindication, however, anti-thrombotic boots were utilized. Following the diagnosis of dvt, the patient received intravenous heparin as treatment. The current condition of the patient is unknown since he has been transferred out of the country.